Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable with no consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt which was triggered post-explant. Visual inspection of the header did not find any anomaly relate to the field concern. Review of device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation, including battery assessment, at various pulse amplitude found normal current level and no indication of premature depletion was detected. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.